Event description:
It was reported that the reservoir was filled with insulin, and then it was placed into the reservoir compartment two days ago, but later it was discovered that the reservoir was empty. The customer believes that something is leaking somewhere. The blood glucose reading was 190mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.